Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hypoglycemia and was admitted to the hospital. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. The reporter was not available for troubleshooting. This complaint is being reported because the patient experienced severe hypoglycemia requiring medical attention and the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the meter and pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/setting issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the date range did not cover the complaint date due to continued customer use. Review of the available date range showed that the total daily delivery added up correctly and it reflected the user¿s programmed basal deliveries. Using the returned caps, the pump powered up to the display screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were delivered and recorded correctly.